Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 380mg/dl. The customer was throwing up and her muscles were hurting. Troubleshooting was performed, and no damage to the drive support noted. Instructed the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The caller had changed her site, but did not help. Reviewed the alarm history and found low reservoir and low battery alarms. The bolus history was accurate. The nurse mentioned that the insulin pump went through the x-rays when she went through the airport scanner. Assisted the nurse to run the displacement test and the test failed. No further information was provided.